Manufacturer narrative:
Continuation of d10: product ID a820: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding patient programmer. It was reported that since the pump implant, the handset experienced a significant lag at 91 percent. The patient states that after the pump was filled, the connection was fast for about 1-2 weeks then it got slower and slower the closer he got to getting the pump refilled. The patient boluses about 9-10 times a day. The agent reviewed the lag when bolusing. The patient stated that he will let the managing physician know because other patients were having the same issues.